Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had some issues with 2 of her quick sets. The customer had to change the set and was experiencing high blood glucose and changed out the set. Blood glucose was 478mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.